Event description:
According to the reporter, during laparoscopic left inguinal hernia repair procedure, the device's balloon was distorted or had an unusual shape. He felt the dissection balloon was not properly aligned. During inflation of the balloon, the balloon didn't inflate in a precisely perpendicular alignment which didn't create the dissection he expected. Additional blunt dissection was performed to complete the case. There was no patient injury.